Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an emergency lithotripsy stone procedure performed on (B)(6) 2025. During the procedure, the trapezoid rx was mounted to the alliance handle to perform an emergency lithotripsy. When the basket captured a stone, the alliance gun was activated to crush the stone, but the sheath curled, and the handle jammed without crushing the stone. There was an attempt to reopen the basket, but the device no longer responded. So, the handle was cut and a steel jacket with a mechanical single-crank lithotripter was inserted. In this way, the safety tip came off and the basket was unlocked. A different device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block h6: imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf impact code f2301 captures the event off additional device required to separate the tip.

Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block h6: imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf impact code f2301 captures the event off additional device required to separate the tip. Block b5 has been updated based on the additional information received on june 19, 2025.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an emergency lithotripsy stone procedure performed on (B)(6) 2025. During the procedure, the trapezoid rx was mounted to the alliance handle to perform an emergency lithotripsy. When the basket captured a stone, the alliance gun was activated to crush the stone, but the sheath curled, and the handle jammed without crushing the stone. There was an attempt to reopen the basket, but the device no longer responded. So, the handle was cut and a steel jacket with a mechanical single-crank lithotripter was inserted. In this way, the safety tip came off and the basket was unlocked. A different device was used to complete the procedure. There were no patient complications as a result of this event. Additional information received on june 19, 2025: the size of the stone was approximately 2 cm and the anatomy location is the proximal common bile duct.